Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery did not work. There was no patient involvement.

Manufacturer narrative:
Product serial number unknown.